Event description:
The meter would only prompt and "not ok" message while attempting to test. The pt reported no high or low blood glucose symptoms while attempting to test. Pt went to physician's office to have their blood sugar tested. No treatment given. Pt took their own insulin based on readings at the physician's office. The issue was not resolved with troubleshooting. No further info has been reported.